Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebt0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had a power PICC solo catheter with sherlock 3cg kit that had a black hair stuck to the lidocaine label.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that a hair was contained in the kit was confirmed, and based on the manufacturing review, the cause was determined to be manufacturing related. One photograph and physical sample were provided for investigation. The photograph showed a portion of the tray. What appeared to be a black hair was observed in the tray. The powerpicc was still packaged in its location within the tray. The guidewire, hypodermic needle, lidocaine sticker, measuring tape, introducer, and IV catheter were visible in the tray. The components appeared to be unused. The blue csr wrap was observed under the tray. The physical sample was returned at a later date. The physical sample resembled the sample in the photograph. The csr wrap had been loosely folded around the tray. An 18.6cm hair was found in the tray. The components in the tray were unused. (B)(4) evaluation: the complaint of ¿a black hair stuck to the lidocaine label¿ is confirmed; in the visual evaluation performed at package was showed a hair caught inside the tray sealed. The cause of this condition is manufacturing related. The lot rebt0626 was manufactured before of the implementation of internal corrective actions. A lot history review (lhr) of rebt0626 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the facility that they had a power PICC solo catheter with sherlock 3cg kit that had a black hair stuck to the lidocaine label.